Event description:
Painful bolus keratopathy of the cornea with marked reduction of vision in right eye. The ac iol was explanted and a corneal transplant done. The ac iol was replaced with a new one. The major indication for surgery was pain relief and improvement of vision.